Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported failed downstream occlusion tests, which were not reproduced during evaluation. The device passed testing and the cause was unable to be determined.

Event description:
It was reported that a spectrum pump "failed downstream occlusion test at medium setting." It was also reported there was no patient injury.